Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on (B)(6) 2019. A review of the device history records (dhrs) confirmed that the cartridge lots passed release specifications. Retained and returned cartridge testing of pt/inr lot s19221c met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: 09/13/2019, result: 4.7, sample: fingerstick. Stago, 09/13/2019, 3.1, plasma from citrate tube. There were no collection/test times provided. Information received from the customer containing results from 1,056 comparisons of patient results tested on the I-stat pt/inr test and stago prothrombin time test.  Each paired result was evaluated independently. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.